Event description:
During a procedure, a faradrive was selected for use. It was reported that air through the valve was observed. The sheath was replaced, and the procedure was completed without patient complications. No further information was provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.